Manufacturer narrative:
The power adaptor was tested and passed all functional requirements. In an attempt to reproduce the customer-reported issue, an observation test was performed with a known functioning freedom driver, onboard batteries, ac power supply and the returned power adaptor. The power adaptor provided power to the freedom driver for approximately 24 hours with no observed alarms. The power adaptor performed as intended with no evidence of a device malfunction. The root cause of the customer-reported freedom driver alarm could not be determined. The freedom driver, onboard batteries and ac power supply used by the patient at the time of the reported issue were not returned to syncardia and therefore could not be tested as part of this investigation. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom power adaptor will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom power adaptor did not work. There was no reported adverse patient impact.